Event description:
Pt arrived at clinic with elevated bp - 210/113; ap 94 regular. A 10.3 kg weight gain since last treatment. Dialysis initiated without difficulty. Bp down to 159/54 1 hour and 15 minutes into treatment. Approx. 1.5 hours into treatment, pt became unresponsive. Unable to obtain pulse. CPR initiated. Applied AED electrodes. AED advised "start CPR" and "good compressions" and "check electrodes". AED did not advise "shock". CPR continued until first responders arrived. Pt transported to hospital - unresponsive on transfer. Clinic later notified by hospital that pt expired.